Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss alarm.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit, could not duplicate gas loss alarm. Fse performed full functional test including gas leak checking with external gas leak checker and no problem found the iabp was returned to clinical use.